Event description:
Reportedly, the tilt top did not tilt after firing. The surgeon had to create an ileotomy to remove the head of the instrument. The device was opened to its fullest extent and the head disengaged and removed via an ileostomy. Procedure: anterior resection.